Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected varying right ventricular (rv) lead shock impedance measurements with some being greater than 125 ohms. Boston scientific technical services (ts) recommended performing isometrics while measuring impedance values. The recommended troubleshooting was performed and the physician elected to monitor the patient. No adverse patient effects were reported. The device remains in service.